Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and no breakages or defects were found. The returned suture segment had one cut end and one partial cut that subsequently split from being incompletely cut. The returned suture segment did not account for the entire suture associated with the event so a complete examination could not be performed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure for pancreatic cancer on (B)(6) 2014 and suture was used. During the procedure, the suture was dissected. According to physician, the patient's life was in danger. No further information was provided. Additional information has been requested.